Event description:
The patient reported that she was hospitalized from (B)(6) 2011 for erratic blood glucose (bg). She stated that she ceased insulin pump therapy on (B)(6) 2011, and was sent home from the hospital on (B)(6) 2011 on insulin injections. The patient was calling for assistance in resuming insulin pump therapy. She was unable to recall any bg values or other details of the incident. A review of the pump history indicated that histories for (B)(6) 2011 were correct. There is no further information available at this time. This complaint is being reported due to the patient's reported bg-related hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.